Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported per patient¿s medical records that on: (B)(6) 2009: the patient presented with the following preoperative diagnosis: l3-l5 degenerative disk disease with radiculopathy. The following procedures were performed: 1. L3-4 and l4-5 laminectomy to decompress neural elements. 2. L3-4 and l4-5 interbody fusion with infuse. 3. L4-5 and l5-s1 interbody device, one device used for interspace for maintenance for the vertical disk space height. 4. Posterior segmental fixation with screws. 5. Emg nerve conduction velocity studies during screw insertion, 6 nerves tested 3 levels. As per the op notes, ¿¿a 50 mm working port was chosen as the appropriate length port and was placed beginning first at l3-4¿ an 11 mm size implant was then implanted. There was a sponge of rhbmp-2 within the implant, it was implanted into the anterior half of the vertebral body disk space are and placed across the midline¿ we then went to l4-5 and proceeded to do exactly the same procedure removing the facet joint, broaching the annulus and distracting the interspace¿¿ no patient complications were reported. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.